Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Medwatch field phone number was provided as (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as 8.71 miu/ml accompanied by a data flag. This result was reported outside of the laboratory. The sample was repeated, resulting as 1348 miu/ml accompanied by a data flag. The result was corrected. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 259199. The reagent expiration date was asked for, but not provided. Calibration signals have always been below the specified range. Quality controls recovered within expected ranges.

Manufacturer narrative:
The customer did not use rack adapters for tubes with a diameter of 13 mm. The investigation was unable to find a definitive root cause.